Event description:
The hospital reported that a re-surgery was conducted for a pt who received a graft replacement 20 years ago and since then a pseudoaneurysm was found. It was noted that the pseudoaneurysm was created from a 1cm hole in the vascular graft. According to the surgeon, the size of the vascular graft was expanded by about 15mm. The graft was removed form the pt and replaced by another product to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The brand name and the lot number is currently unavailable so a lot history cannot be performed. (B)(4).